Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, ppf alleges metal wear and metallosis.

Event description:
Litigation alleges the patient suffers from pain, discomfort and elevated metal levels in the blood. Update rec'd (B)(4) 2014-pfs received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update received (B)(4) 2014. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated chromium levels. Complaint was updated on (B)(4) 2015.